Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. After emptying the syringe, streaks can be seen along the syringe barrel. No foreign matter was identified within the device. A device history review was performed for reported lot 2502026 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During the molding process, polypropylene is mixed with colorant to achieve the proper amber coloring of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including light transmittance testing to verify the correct coloring of the barrel, no issues related to this incident were identified. While no direct manufacturing issues were found, it was identified this incident is related to an inconsistency in colorant dosing during the molding process. Manufacturing personnel have been notified of this incident. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: foreign matter. Event details: there are black marks on the barrel of the syringe. Additional information: I have tried to remove the black marks with the denatured ethanol 70% and the marks remained on the barrel of the syringe, therefore I assume that the marks are inside the syringe.